Event description:
It was reported the system displayed an x-ray disabled error message. This message prohibited x-ray generation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.